Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital emergency department following receipt of shock therapy. Review of stored device data found the device delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a narrow complex tachycardia. The patient was discharged and referred to their following physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.